Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alleged product issue. It was noted that actions required as a result of the event included surgical revision. It was noted that the wound or scar had been surgically repaired after its disunion. It was noted that the location of the scar had been documented by the physician as ¿above the connector,¿ without any specification. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there was scar disunion above the connector. It was noted that a surgical intervention occurred on 2013-nov-27 in order to ¿repair¿ the scar. It was noted that the event was solved in january 2014. It was noted that the connector was too big.